Event description:
It was reported that patient presented in operating room for lead extraction. The rv lead was explanted due to high capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.